Manufacturer narrative:
(B)(4), additional info pertaining to medwatch # 2017233-2010-00327 was received, indicating that instead of only one (1) viabahn device, two (2) devices were implanted in the pt. Date received by MFR: 08/30/2010. Method: a review of the mfg records was conducted. Result: the mfg records review verified that the lot was processed normally and all pre-release specifications were met. Please, note: one (1) additional viabahn device was involved in this event. Medwatch # 2017233-2010-00327 was submitted for device lot # 06734172.

Event description:
Following implantation of a bms cordis smart stent for treatment of sfa stenosis, a 10x15 viabahn device was placed. In spite of therapeutic doses of heparin, thrombus started to form in the reconstructed area and proximal to it. The pt was infused with actilyse and heparin over night. The following day ((B)(6)2010), a floating thrombus was detected distally. Reopro and plavix were given, and a second viabahn device was implanted to extend the 5x15 viabahn device distally to the knee. Three weeks later, the pt presented with severe critical ischemia. Both devices were occluded. Novastan was infused and a femoro-popliteal bypass with in-situ vein was performed. The physician indicated that the occlusion of the viabahn devices was not device-related.